Event description:
It was reported that during a da vinci-assisted surgical procedure, the disposable suction irrigator instrument tip became loose and fell apart. Customer was not able to take it out of the trocar and therefore, they had to remove the entire trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the suction irrigator instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.